Manufacturer narrative:
D3/g1: gu9 8ql.

Event description:
It was reported that misadministration occurred, requiring prescription medication. A 5.5 gbq dose vial of therasphere microspheres was ordered to treat the liver. Prior to therasphere administration, the patient underwent pre-emptive embolization of the gastroduodenal artery (gda) and right gastric artery. Following therasphere administration to the left hepatic lobe, imaging revealed a focus of activity over the lesser curvature of the stomach. The patient was started on a proton pump inhibitor (2x per day) and sucralfate with plans for an esophagogastroduodenoscopy (egd) in 2-3 weeks. There were no further patient complications as a result of this event.